Event description:
Boston scientific received information from this patient that she had never felt worse since implant of this system and she is always dizzy. Additionally, her scar is still red and tender. The patient stated she was recently released from the hospital after a ten day stay and was having renal failure and most recently went back to the hospital due to syncopal events. The patient has had numerous jaw surgeries and implants with silastic and experienced some type of allergic reaction to that material. She was inquiring if her leads are made of this material and expressed concern that her multiple medical conditions which have occurred in the last year may be due to the reaction to the silicone in the leads. A patient services advocate discussed the reported observations with the patient and documented the issues. The patient will be sent a materials lists for her leads. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.